Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a drug-eluting stenting treatment procedure using a 3.0x16mm taxus liberte stent, balloon deflation and removal difficulties were encountered. The lesion being treated was a 70% stenotic lesion located in the left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x12 mm balloon. There were no problems while unpacking and prepping the balloon. The physician was able to inflate the balloon on the first attempt and visualized the balloon inflating when the pressure reached 9 atms. The final inflation pressure was reported to be 14-15 atms. After the stent was deployed and the balloon deflated, the physician shot dye through the lesion to check final deployment of the 3.0x16mm taxus liberte stent and determined that the balloon had not completely deflated at its distal end. After the physician experienced a strong resistance while trying to remove the balloon, the balloon was "slightly pushed ahead, deflated and then pulled" away from the stent. The balloon was removed from pt intact and deflated. The procedure was successfully completed. The pt suffered no symptoms during these manuvers. The pt condition was reported as "ok".